Manufacturer narrative:
Additional information: on 1/28/2020, mentor became aware of the correct catalog number of the complaint device. The device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, no further reports on this complaint will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 275cc saline mentor smooth round moderate profile breast implants and experienced deflation and granuloma on the right side postoperatively. The deflation was confirmed by ultrasound. As a result, the patient underwent device removal and replacement with a 300cc saline mentor smooth round moderate profile breast implant, catalog number 3501645, serial number (B)(4) on (B)(6) 2019.